Event description:
It was reported that the catheter was inserted into the patient and immediately gave an unusual sound; therefore; it was retracted without further incident. Another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned and was attached to an in house injector/generator. The device did not produce vibrations; however, misting was observed coming out from the distal tip. No unusual noises were heard. The outer catheter was cut open and a complete fracture in the core wire was noted at the location of a catheter kink. The edges of the fracture appeared to be clean and the core wire was contained within the catheter shaft. Based on these results, the investigation is unconfirmed for an unusual noise but is confirmed for a core wire fracture. Because the lesion site was reported to be heavily calcified and tortuous, it is possible that it contributed to the core wire break; however, the definitive root cause could not be determined based upon the available information.